Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired if rv automatic capture (ac) can be used with unipolar programming. Ts discussed rv ac could be used and discussed troubleshooting options related to the impedance measurements. No adverse patient effects were reported. This product remains in service.